Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. The run data file (rdf) was analyzed for this event. The signals in the run data file do not give a conclusive cause for the higher than expected wbc content in the platelet product reported for this collection. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related. It also cannot be ruled out that a sampling, calculation, or other process error could have contributed to the higher-than-expected wbc content in the platelet product. Investigation is still in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the lot number was not provided, therefore, a device history records (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event.

Event description:
The customer would like a run data file investigated to determine a possible cause for the higher than expected white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit # (B)(6) the disposable kit is not available for return because it was discarded by the customer. This report is being filed due to a device malfunction that has the potential for injury.